Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014): the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). The patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his one touch vita enhanced meter read inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient on (B)(6) 2014. The patient stated the alleged issue started ¿6 weeks¿ ago. At an unspecified date/time, the patient obtained blood glucose results of ¿180, 280 mg/dl¿ with the subject meter, performed within 20 minutes from each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 20%. The patient manages his diabetes with insulin (levimir & novorapid, self-adjuster) and denied taking any action in regards to his normal diabetes management as a result of the alleged issue. At the time of the follow-up call the patient stated that he tests his blood glucose ¿5-8 times a day¿ and that his normal/typical blood glucose readings range from ¿90-120 mg/dl¿ throughout the day. The patient reported, 2 weeks before the alleged inaccuracy occurred, he developed symptoms of ¿sweating and unconscious¿. The patient¿s wife found him around 1:30 a. M. & called emergency medical services (ems). When ems arrived, they tested the patient¿s blood glucose and obtained a result of ¿20 mg/dl¿ with the ems meter. At 2:00 a. M. The patient was treated with a glucagon injection (3 units) from ems. The patient confirmed he began to feel better about 15 minutes, afterwards. During the follow-up call, the patient stated he last tested his blood glucose around 10:30 p.m. The night before and obtained a result of ¿228 mg/dl¿ with the subject meter. The patient stated he took 3 units of insulin (novorapid) in response to the result obtained at the time. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.